Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion area was located in a moderately tortuous and moderately calcified left anterior descending artery. A 10/3.25 flextome cutting balloon was selected for a percutaneous coronary intervention. During the procedure, at the third inflation, it was noted that the balloon ruptured at 6 atm. The device was pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient was good post procedure.